Event description:
Patient reported the aligners have caused significant pain, gum damage and has escalated their periodontal disease. The aligners did not straighten their teeth. The patient also provided a letter of recommendation from their dentist who after radiographs and completing a clinical exam they recommend that the patient cease orthodontic treatments soon as possible. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.